Manufacturer narrative:
H11: error message displayed on essenz cockpit was the following: "arterial clamp defective". The affected clamp has been requested back to the livanova for further analysis and repair, but it has not arrived yet complaints database analysis revealed no similar event since unit installation in 2024 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. The cockpit log files were not provided, preventing the knowledge of the error code associated to the error message. Based on all the available elements at the moment, it is likely to assume that the cause of the problem is a faulty component inside the claimed arterial clamp. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova received a report about a failure error message (displayed in red) which appears and operations cannot be performed. It does not recover even if the power is turned on and off, the case was continued without using the device. No patient impact reported.

Manufacturer narrative:
The device is still with the client and will be delivered for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.